Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) the cartridges are splitting. This has happened in four different lot numbers. Additional information was requested. There are two reports for this device malfunction. This report is for the unspecified lot numbers.